Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced infection, fever, pain, incontinence, stress urinary incontinence, frequency, nocturia, urgency and dyspareunia. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.